Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Lens was returned in liquid, in lens vial. Visual inspection found the lens optic and haptic torn. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, tmicl13.2, -11.0/1.5/108 (sphere/cylinder/axis), implantable collamer lens was noted to be torn in the injector. There was no patient contact of injury and a backup lens was implanted. A staar injector system was used but model and lot numbers are unknown. The reporter stated " I think the lens tear was due to the foam tip plunger not seating tightly into the injector".